Event description:
It was reported that after a da vinci-assisted surgical procedure, the system had several common compute controller (ccc) issues. There was no report of patient involvement.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the tower and both consoles to resolved the reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.